Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occured. Vascular access was obtained via the femoral artery. The 87% stenosed, 3.5x36mm, eccentric, de novo target lesion with a bend of less than 45 degrees was located in a moderately calcified right coronary artery (rca). Following pre-dilatation using a 3.0/20 nc emerge balloon, a 3.50 x 38 synergy stent was advanced but failed to cross the lesion. Upon removal of the device it was noted that the distal of the stent itself was deformed. The procedure was completed with a different device. No patient complications or serious injury were reported.